Event description:
It was reported through the acta cardiologica journal identifying a right ventricular (rv) lead that was implanted in the patient following their second ischemic stroke, permanent atrial fibrillation, bradycardia below 24 beats per minute and pauses more than 3 seconds. Two weeks following implant, transesophageal echocardiogram was performed to exclude a patent foramen ovale as the cause of the recurrent ischemic strokes. Two long, fine, mobile structures were visible on the pacemaker lead in the right atrium, up to 2 cm long. Hemocultures were taken and were negative. No signs of endocarditis were observed. Two weeks after discharge from the rehabilitation department, the patient was hospitalized for a third ischemic stroke. Multiple mobile structures attached to the rv lead were seen in the right atrium via transesophageal echocardiogram. Blood cultures were taken again and were negative. The physician then suspected the structures were thrombi rather than vegetations of infectious endocarditis. After multiple tests, it was suspected the thrombi did not cause or contribute to the strokes. The event was resolved by adjusting the patients prescribed pharmaceuticals. Specific patient information is documented as unknown. Further details were not listed. Details are listed in the article titled "case report: accidental finding of mobile pacemaker lead structures, acta cardiologica,79:1, 87-90, doi: 10.1080/00015385.2023.2291264. Https://doi.org/10.1080/00015385.2023.2291264.¿ additional information was requested but is not yet available.